Manufacturer narrative:
Product ID: 3889-28, lot# va15qey, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. It was reported that during a trial lead placement intra-op and post lead implantation on a stage 1 with IV sedation, the patient coded. After the lead was implanted, the patient was turned on. There was unstable blood pressure and breathing during the entire case. When the patient was rolled onto a stretcher from a prone to supine position was when the event occurred and the patient stopped breathing. Chest compressions were performed for approximately 5-7 minutes. The heart crash team was called and they intubated and shocked the patient. The lead and trial system were still attached at this time. The rep left the room at this point. The patient was able to get a heart rate and decent blood pressure and was going to be admitted to the intensive care unit. The rep suspected the patient might have had a second stroke or heart attack. It was noted that the first occurred in 2007. The patient¿s prognosis was not good due to the patient not breathing for longer period of time than ¿they¿ like. It was noted that the patient was overweight. The rep indicated that it was tough to keep the patient stable during the lead placement. The issue occurred today, (B)(6) 2016.

Event description:
Additional information received from the manufacturer representative reported that the surgery exacerbated the patient's issues or c contributed to the patient coding, stopped breathing, heart attack, and stroke. The manufacturer representative thought it was an anesthesia issue. The patient had too many issues to be a mac and should have been general. The cause of the issue was determined to be a stroke. The patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.